Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on syringe unit has error code 351-6760 which means the unit needs to be calibrate customer had already calibrate the unit twice both times it pass before call in explain to customer the next steps can be is the logic board on the unit. It not read from the board. Confirm repair quote for level 1 & level 2 also confirm price for logic board replace. Customer will sne unit in for services repair.